Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, impairment and disability.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the alyte y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). (B)(4). "Lawyer-filed report - (B)(6)."

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced CT guided biopsy of mesh with culture positive for bacteroides fragilis, was managed by infectious disease and received IV antibiotics via PICC line, hospitalization due to low back pain with radiation to left posterolateral thigh and leg and dorsum of foot, l5-s1 diskitis, osteomyelitis, generalized bulging of the disk which was severely degenerated, infection causing bilateral foraminal stenosis, epidural abscess at l5-s1, extending up behind the l5 body causing central stenosis, l5-s1 and l4-l5 laminoforaminotomies with discectomy and debridement of the l5-s1 disk space and evacuation of epidural abscess with drain placement.